Event description:
The end user was driving the scooter when the throttle became stuck, user lost control of the scooter and drove down a ten foot ravine. The end user sustained fractured ribs, a punctured lung, posion ivy and pneumonia. End user was in the hosp for ten days.